Event description:
A customer reported to baxter (B)(4) of a 4 liter oxygen barrier bag in which leaking occurred during setup. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Batch file review did not reveal any issues related to this complaint . An actual sample was available at the plant for evaluation. The bag was received filled with solution. The bag was hung on a hanger and left hanging for 24 hours. There were no leaks noticed. However, visual inspection revealed that solution was leaking out at a very small leak rate between one of the bag ports and the bag. The leak was only noticed through close visual examination to the ports and by trying to wipe with a tissue around the port. Therefore, the reported problem was confirmed. Further investigations with the production manager in charge of the fabrication of the set mentioned that the established root cause was due to an improper sealing.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated, a follow-up report will be submitted.